Manufacturer narrative:
Subject device was not explanted. The investigation could not be completed; no conclusion could be drawn, as no product was returned. A review of the device history record will be requested.

Event description:
Pt underwent 2 level disc arthroplasty l4-l5 and l5-s1. CT scan was taken post op on day of surgery and vertebral body fracture was not identified. Pt experienced a fall post op day #7 and developed onset of back pain. Subsequent CT scan showed widening of previously unidentified l5 vertebral body fracture. Pt has been instructed to wear a tlso brace; no surgical intervention is planned. This is five (5) of six (6) reports for this event.